Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/26/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/26/2015 with the following findings: during testing, the display screen was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling at the contrast button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no damage or contamination was found under any button contacts. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses despite the cover damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).